Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit shuts down with out any alarms or codes.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery had dead cells causing it not to charge and causing the unit to shut down, which confirmed the original complaint issue. The battery not charging could also cause the front panel lights not to illuminate.

Event description:
The dealer stated the unit shuts down with out any alarms or codes.